Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B))(4).

Event description:
The customer reported via phone call of a history anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he had issues with uploading and not being able to see any readings for the past 2 weeks. After pulling up the account on carelink, it was found that the upload failed and data was missing. The customer was advised to do a finger stick and bolus. The customer stated that the reading appeared. The customer will be sent a replacement pump as history anomaly.